Manufacturer narrative:
The hillrom technician found a cut in the hose that provides air to the mattress. The patient's pressure injuries are being treated at home with calmospetine ointment, silver ointment, iodoform, and mepliex bandage. The development of pressure ulcers is multifactorial and cannot be only attributed to the performance of the bed or its air system. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hose to resolve the issue. The bed provided appropriate messaging and worked as intended and the customer clearly stated the recognition of the "wrench light". However, the customer report of the patient's stage 3 pressure injury is considered a serious injury. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the wrench light of the totalcare bed was on, the mattress was not inflating properly, the bed's controls are mixed up when the head-up button is pushed the foot goes up, and the patient's wounds are getting worse. The bed was located at the account. The customer described the patient's coccyx pressure injury as a stage 3, self-staged based on a pressure injury chart, and the staging of bilateral hips pressure injury as unknown. This report was filed in our complaint handling system as complaint #(B)(4).